Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 37092, lot# 497300001, product type: accessory. Product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type lead .product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a full system explant due to an infection and the neurostimulator poking through their skin. About two weeks after the implant, they started experiencing issues of infection. There was redness at the implant site. They had contacted their healthcare professional (hcp) at the time, but they kept pushing an appointment date until (B)(6) 2015. The hcp performed a revision and had confirmed that there was an infection. They removed the ins, cleaned it, then put it back in deeper and stitched it down. The patient had sepsis after the revision surgery, so they had to have an emergency explant of the whole system. They had a different hcp do that explant and they stated that the last hcp must have not cleaned it thoroughly, which might have caused another infection. The patient stated that they thought the bacteria was probably still on the leads since it was not thoroughly cleaned during the revision. They were supposed to have another implant put in the year prior to the report, but they had to wait since they were on steroid treatment.

Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 497300001, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted to find out if the implantable neurostimulator (ins) would always be hot or if it was hot due to infection. Following implant, the patient developed 2 infections, one over the ins site and one over the lead site. The infection was confirmed to be cellulitis. The patient was implanted on (B)(6) 2015 and they took a post-operative antibiotic until (B)(6) 2015. The infection began on (B)(6) 2015 and it was diagnosed on (B)(6) 2015. The intervention taken to resolve the infection was oral antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.